Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient currently receiving intrathecal lioresal 2,000mcg/ml, 450mcg/day, for intractable spasticity. It was reported that the patient was overdosed following the first pump implant on (B)(6) 2004. The patient's medical history includes stroke. Follow-up was conducted to obtain all information relevant to the event.